Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high and low blood glucose levels. Customer¿s blood glucose level at the time of event was 50 mg/dl. Customer was treated with food. The device will not be returned for analysis.